Event description:
The hosp reported that during the endoscopic vein harvesting procedure, the hemopro vh-3000 would not turn off when the activation toggle was released. The jaws were red and hot. The hosp used a replacement vaso view 6 device, successfully completed the case. No pt complications were reported by the hosp.

Manufacturer narrative:
Investigation results: investigation was completed, and it was concluded that the micro switch is defective. Lot history record review was completed for the prod, there was no nonconformance associated with the lot number. Manufacturing personnel will be notified.